Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) sciences center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was that the main drawers 2.1 and 2.2 were not working. The field service engineer (fse) found the issue was software related. The station was shut down for five minutes, drawer connections were re-seated, and the station was rebooted. Fse cleaned the back panel and debris were removed. After these steps, the pharmacy was able to recover the drawers, and medication inventory was verified. The system functioned as intended after the field service engineer repaired the device.